Event description:
It was reported that during a shoulder procedure, using a quantum 2 controller, the unit displayed and error message and gave an audible alarm. The surgeon opted to complete alleged the procedure using a competitive deice. There were no significant delays or patient complications reported as a result of this event.